Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels of 52 (mg/dl) the past 3 nights. Reportedly, the contact changed the customer's settings in the last few days. Customer consumed 15 grams of carbohydrates to treat bg level, and is in contact with their health care provider to make adjustments to the pump settings.